Event description:
The reporter called and alleged discrepant results on the device when compared to the lab. The reported device result to lab inrs was 5.3, repeat 5.3/2.9. The device was replaced and rquested to be returned for eval.